Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that subsequent to a percutaneous coronary intervention, a grade a dissection occurred. In (B)(6) 2013, patient presented with stable angina and was referred for cardiac catheterization which revealed a 90% stenosed target lesion located in the proximal left anterior descending artery (lad) with a reference vessel diameter of 3 mm and lesion length of 16 mm. The lesion was treated with pre-dilation using an unspecified balloon catheter and placement of a 3.00 x 20 mm study stent. Following stent deployment, a grade a dissection was noted proximal to the target lesion which was treated with placement of 3.00 x 8 mm bailout study stent and post dilatation with an unspecified balloon catheter resulting in 0% residual stenosis.